Event description:
Customer reports one incident of a blood leak during pt treatment on use #11. Noted by a blood leak alarm and confirmed with hemastix. Treatment was continued with a new dialyzer and new blood lines without incident. No pt injury or medical intervention reported.